Manufacturer narrative:
(B)(4). Batch # m52p5a. Incomplete cycle. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was being performed? Just to confirm, did a staple fall out of the cartridge (reload)? If no, were staples protruding from the cartridge? If no, was the cartridge missing staples? Was the cartridge missing the staple retaining cap? If no, was the cartridge loaded into the device with the staple retaining cap on? Did the cartridge fall into the patient? If yes, was it retrieved? How was the procedure completed? What was the product code of the stapler being used with the tr45w (ec45a, pse45a, etc.)? The analysis results found that one tr45w reload was received in good visual condition and partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No further functional test could be performed due to the condition of the reload. The reported staple retaining cap issues could not be confirmed as the reload was received out of its sterile package. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the doctor noted that a stapler came out, and preferred not to use the reload. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.